Event description:
The intended procedure was colonoscopy completed using same set device no delay reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However the problem was solved by replacing the body. In addition recommend replacing the power switch there is crack damaged around indicator and white plastic. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. The legal manufacturer's investigation is ongoing; this report will be supplemented when new and relevant information becomes available.

Event description:
It was reported, the video system center brightness adjustment did not work. It was either too bright or too dim, the image was indistinguishable. The issue occurred during the procedure. The product was switched out. There were no reports of patient harm.